Event description:
Healthcare professional (hcp) reports a pt reaction to the psn (polysynthane) membrane. The incident occurred during the pt's first exposure to the psn membrane within 15 minutes of initiating the hemodialysis treatment. The pt experienced back pain and shortness of breath. The pt was treated with benadryl 50mg intravenously. The symptoms did not improve the dialysis treatment was discontinued. The blood was not returned, with an estimated blood loss of 250cc. The treatment was continued using an alternate membrane. However, within 20 minutes, the pt experienced the same symptoms. The dialysis treatment was discontinued at the time of this incident. The pt has been switched to an alternate membrane. Symptoms have resolved.